Event description:
Customer reports, "she dropped her freestyle libre 2 reader into the sink, and when she tried to scan, got a shock." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader mcgb029-j0989 has been returned and investigated. A visual inspection was performed on the returned reader and no damage was observed. The sensor plug was returned and properly seated. Liquid observed within the screen. An extended investigation has also been performed for the returned reader and puck, and no anomalies were observed. The reader was successfully switched on and the date and time were configured. The returned reader was de-cased. A visual inspection was performed on the de-cased reader's printed circuit board assembly (pcba) revealed significant liquid contamination. On visual inspection of the de-cased reader, no sign of a damaged/missing component was seen. Sim-vivo test (simulation of the electrical signal produced by the sensor tail) was performed and passed, demonstrating that the electronics are functioning properly. As a result, this issue is not confirmed due to use. In addition, a DHR (device history review) for the reader was reviewed and the DHR showed the reader the passed all tests prior to release. A DHR (device history review) for the libre sensor and libre sensor kit was reviewed and the DHR showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports, "she dropped her freestyle libre 2 reader into the sink, and when she tried to scan, got a shock." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.